Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review; customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 526710 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review; device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 526710 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 526710 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review; a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 526710. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 526710 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 2 patient samples that resulted as positive for both the flu a and flu b targets on the alinity m resp-4-plex assay on alinity m instrument (serial number (B)(4)). However when re-tested on the same day on the second alinity m instrument (B)(4) in the lab, both samples were negative for the flu a target. The customer provided the following for the false positive flu a target on the alinity m resp-4-plex: sample ID (sid) (B)(6) on (B)(6) 2022, sid (B)(6) on (B)(6) 2022. Per customer's lab protocol, all samples resulting with flu co-infections are to be repeated. The false positive results were not reported outside of the lab. There was no impact to patient management.